Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to cable failure. There were additional findings of broken light guide bundle and loosening of cereal ring. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had an image defect. The event occurred during inspection for use in a therapeutic procedure. There was a slight delay in starting the procedure, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a defect in the cable unit. Olympus will continue to monitor field performance for this device.